Event description:
It was reported that during device preparation the xience xpedition stent came off the delivery system along with the stylet. There was no resistance when removing the stylet. There was no patient involvement. Another xience xpedition was used in the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) was not returned. Only the stent implant, protective sheath, and stylet were returned, confirming the reported dislodgement. There was no blood or contrast visible. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.